Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy pca pump alarmed with no disposable (nd) alarm and would not run. The pump was powered off and on and an attempt was made to restart it, but it continued to alarm with nd and pump would not run. The device stopped functioning while medication remained to be delivered, resulting in interruption of therapy and potential under delivery of medication. The medication being infused was ropivicaine with programmed rate at 7 ml per hour, the remaining volume was 400 ml, and the volume given was 164 ml. There was patient involvement, and no patient injury/ harm reported.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.